Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a bilateral case of intense light sensitivity and burning sensation one week post lasik procedure. Patient reported it increases while working at the computer and is not improving. Reporter indicated the topical steroid eye drop dosage was increased. Upon follow up, the reporter indicated the patient symptoms have starting to improve. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery. Irritation/ocular discomfort is a known side effect of refractive laser surgery at the immediate post-operative and initial recovery period. The root cause could not be determined conclusively. (B)(4).